Event description:
Placing a ureteral silicone pigtail stent by cook urological into a patient upon removal of wire w/ stent was placed under visualization and then the guidewire was pulled out and in pulling out the wire with minimal tension it snapped almost breaking in two. Dr was able fortunately to get the final portion of the wire out of the patient with no difficultydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: guidewire. Conclusion: device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was destroyed/disposed of.